Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported as follows: intraoperatively the surgeon was using a 22fr bipolar working element that had been repaired by a third party. This repair changed the dimensions of the working element which subsequently would not interlock with the inner and outer sheath. Only one of these items was available in the hospital. An alternative size was offered to the surgeon (26fr) however this was not an appropriate size for the patient and the case was aborted. The patient was awoken out of anesthesia and rebooked for a future date. The procedure is resection of polyps. Since the procedure was aborted, the case is deemed as reportable.

Manufacturer narrative:
Result of investigation: the device was not sent to the manufacturer for evaluation. Therefore, no technical inspection by the manufacturer could be performed. The customer reported issue, "no locking with inner/outer jacket," could not be confirmed. The customer confirms that the work element was previously repaired by a third party, which increased its outer diameter and means that it cannot be inserted into the shaft tube. According to the IFU, only karl storz or companies authorized by karl storz are permitted to perform repairs on this device. The event is filed under internal karl storz complaint ID: (B)(4).